Manufacturer narrative:
An investigation was performed in response to a complaint of error 4029 on the aia-360 analyzer. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) inspected the nozzle tubing and found it was getting caught on the back side of the sampling arm. The fse re-adjusted the position of the tubing from the sample nozzle which resolved the issue. The investigation confirmed that the tubing needed to be realigned due to a component failure. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. The aia-360 training manual under troubleshooting states the following: [4029] . Problem: spec. T-axis home not found. Cause: the home position of the specimen 0-axis motor cannot be detected. Solution: turn the power off and on again. If this problem reoccurs, contact the service department. A 13-month complaint and service history review for serial number (B)(4) from the date of 01/22/2021 through aware date (B)(6) 2022 was performed for similar complaints. There were no similar complaints identified during the search period.

Event description:
Customer reported an error 4029 spec. T-axis home not found on the aia-360 analyzer. This is a reportable event based on delay in reporting patient results for beta human chorionic gonadotropin (bhcg) and estradiol (e2).